Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had poor communication. The patient reported they lost their programmer and have been using their recharger to turn their implant on/off. The patient indicated that last week the recharger has not been turning implant on at all and the last time they were able to successfully charge their device was a week and half ago. The patient reported the last time they felt stimulation was about a week ago and indicated they continue to get the reposition antenna screen. No further complications reported and/or anticipated at this time.